Event description:
It was reported there was a malfunction; system was explanted and replaced.

Manufacturer narrative:
H3: analysis has not been completed at this time; once analysis has been conducted, a supplemental report will be submitted. Continuation of d10: product ID 3708120 lot# serial# (B)(6) product type extension; product ID 3708120 lot# serial# (B)(6) product type extension; product ID 377845 lot# v001727 serial# unknown; product type lead; product ID 377845 lot# v001727 serial# unknown; product type lead product ID 3550-39 serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97714 serial#: (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID: 377845, serial#: (B)(6) was returned for product analysis. Analysis found the stim lead conductor was broken in the body of the lead. Consistent with overstress damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.